Manufacturer narrative:
The 3rd party biomed replaced the user interface was replaced to address the reported problem.

Event description:
The customer reported that the ventilator display is hard to read and distorted. The customer reported there was no patient involvement.